Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The filament driver was replaced. The sys was tested and operates as intended.

Event description:
The customer reported that the sys displayed a low ma error message. This event occurred inside a procedure. No pt injury was reported.